Event description:
The device reportedly gave several connect electrodes messages during the reported event. The device did allegedly deliver several defibrillation shocks to the patient. There were no adverse effects to the patient as a result of the reported event.